Event description:
It was reported that during the embolization of a right middle cerebral artery aneurysm, the second coil to be used protruded from the aneurysm. The coil was not implanted but no further details were provided regarding the event. The procedure was successfully completed with the placement of a further four coils. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Other for coil protrusion. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently, there are no further details to report.